Event description:
It was reported that after an ablation procedure, the doctor found some coagulum on the second ring. The doctor suspects that the generator emitted rf energy from the second ring and not only from the tip electrode. No patient injury was reported for this event.